Event description:
I have had several surgical mesh implants due to a hernia that had to be created from an endometrioma tumor that was in my lower pelvic/ abdominal area. This particular implant was permacol by covidien. In (B)(6) I felt a sharp pop in my abdomen. I was just sitting down. I called my doctor immediately and after a long period of 6-8 in-office small surgical procedures, my surgeon did a surgery to verify. The surgical mesh was edged, rolled up and a suture was not attached to anything. This device worked great until it became bad. For 8 months, it caused me severe pain, a wound that will not heal and much anxiety.